Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The vascular access site was obtained via right femoral artery. The 100% stenosed lesion was located in a calcified and moderately tortuous right superficial femoral artery. The physician attempted to advance a non bsc guide wire, however it was unable to cross the lesion. Then the physician used another non bsc guide wire with the sterling otw, 4.0mm x 20mm x 80cm (4f) balloon catheter and crossed the lesion. On the first inflation the balloon was inflated to six atmospheres. On the second inflation the balloon was inflated to ten atmospheres. On the third inflation the balloon was inflated to ten atmospheres and ruptured. The balloon was removed intact. At this point they deployed a non bsc stent and completed the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).